Event description:
It was reported that the patient has been experiencing an increase in seizures. No other relevant information has been received to date.

Event description:
Additional information received noting that the cause of the increased seizures is due to external factors. The increase occurred during a medication adjustment, and the patient is now currently stable. The increase was noted to be back to pre-vns baseline levels. The patient had 5 cluster seizures on (B)(6) 2026 and then returned to baseline. The only intervention taken was monitoring the patient as they continue their current anti-epileptic regimen.